Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: leakage of the plastic cover distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign materials on the insertion part, distal end, and air/water channel. There was no patient involvement.